Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by progress clinical study, during a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve, the tip of the 14fr esheath+ was observed to be split. The split was noted at completion of the procedure when removed from the patient. There were no issues during the procedure or with the patient. The procedure was successful and the patient left the room in stable condition.

Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: there was esheath+ shaft curvature, the liner was fully expanded, and the distal tip was opened as designed. There was partial liner delamination and bunching at the distal tip. The distal tip was split, there was stretching and scratches on sheath. The c-marker was present. The instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The 3mensio imagery was provided by the site, and the following was noted: the patient's access vessels had presence of calcification and tortuosity. The reported event of esheath+ distal tip split was confirmed through evaluation of the returned device. There was no manufacturing non-conformances identified during evaluation of the complaint device. Review of the device history report did not provide any indication that a manufacturing non-conformance would have contributed to the event. Calcification and tortuosity can subject the sheath to suboptimal angles during insertion, advancement, and/or withdrawal that can lead to non-coaxial alignment and increase interactions between the devices and access vessel, potentially leading to the reported tip split. In addition, sharp nodules of calcification can damage the sheath tip or shaft through direct contact. If device manipulation was used to overcome any resistance or high push force during delivery system advancement or removal through the sheath, it may further interaction with the tip and patient vasculature leading to the tip split. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.